Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Due to the delay with this complaint has been submitted into our complaint handling system to the reporter, we have report this event to the competent authority with significant delay. The service unit has not forwarded to the reported information about the failure until after the deadline, due to processing errors. In order to prevent this from happening again, reminder of the internal procedures and FDA regulations to the service technicians and service staff has been provided.

Event description:
It was reported by the technician visiting the facility that the castor broke, one side wheel was disconnected. There was no patient involved.